Event description:
In an article titled "surgical neurology", the following events were reported: one pt with lumbar stenosis underwent a two level x-stop implantation of levels l3-4 and l4-5. The next day post-op, due to the pts preoperative comorbidities, intravenous heparin/warfarin therapies were restarted. Almost immediately, the pt developed a large subcutaneous hematoma. Nine days post-op, the hematoma was removed. No additional info was reported.

Manufacturer narrative:
Report source: ""surgical neurology"" article by nancy e. Epstein, md. Article was published in july 2007. Device not returned, internal review of literature, follow-up with author.